Event description:
IV tubing we utilize at our facility was slightly yellow in tinting, which is abnormal for that product. Nurses have brought it to my attention more than once, but the exact count is unknown. Has been going on for about 1-2 months now where we will periodically see these yellow tinted IV tubing. They are all correctly packaged from the vendor and have no noticeable rips, tears, or punctures prior to opening the product. We dispose of the product when we come across it and do not utilize it in patient care.